Manufacturer narrative:
The actual sample was received at the plant for analysis. The returned unit was labeled for single use. Visual inspection was performed and noted the sample had arrived out of the pouch spiked into a bag and the bottom y site of the set was not bulging or leaking in the resting state. It was also noted that the stopcock was in the closed position. A functional leak test was performed and no leaks were noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. It was reported that a clearlink continu-flo solution set leaked from the y site. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.